Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date, if the device was evaluated by MFR, and to provide the completed investigation. One 6fr angio-seal sts plus device was returned for evaluation. The carrier tube assembly was returned along with the hemostasis sheath, guide wire, bypass tube, and the arteriotomy locator. A partially opened aluminum foil pouch was returned as well. Visual inspection revealed no outward damage on the arteriotomy locator and the hemostasis sheath. The carrier tube assembly was then examined. The bypass tube was completely removed from the main body of the carrier tube and the anchor and collagen were exposed. There were no anomalies noted with the anchor and bypass tube. No functional testing was performed because the collagen had expanded as it was likely exposed to moisture. IFU states:" under strict sterile conditions and using a sterile field, remove the angio-seal device contents from the foil package, taking care to pull foil apart completely before removing the angio-seal device." There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that pulling the carrier tube from a pouch without completely opening it may have resulted in the bypass tube becoming dislodged. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal poly-foil pouch was opened, the bypass tube was detached from the carrier tube tip and the device was taken of the pouch. The device had been stored on a level place. There was no obstacle to open the pouch. The pouch was fully opened all the way from the arrow side to the end. The bypass tube was left in the pouch. The device was not used and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. There was no health damage to the patient. There were no other devices or equipment used with the reported product.